Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump turned off and when the battery was changed, it alarmed unexpected restart. The customer was assisted with troubleshooting for the alarm. The customer's blood glucose at the time of the incident was 481mg/dl. The customer treated with syringe and insulin. The insulin pump's history was reviewed and the unexpected restart alarm was found. The customer stated that the alarm occurred shortly after inserting new battery. The customer was also assisted with low battery troubleshooting. The customer stated that the batter lasted more than one week. The customer was advised recommended battery protocols and to monitor insulin pump. The insulin pump will not be returned for analysis.